Event description:
Additional information received reported that the patient was seen by their healthcare professional for reprogramming. The shocking sensation that the patient had been experiencing was determined to most likely be paresthesia¿s from stimulation settings being too strong with the implantable neurostimulator (ins). Following reprogramming the patient had appeared to be experiencing no side effects. There were no further complaints.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v014891, implanted: 2007 (B)(6); product type lead product ID 3389s-40, lot# v017959, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # v014891, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v017959, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient experienced numerous shocking/jolting sensations on the left side of the body. The patient had turned stimulation/device off on the right side implantable neurostimulator (ins) due to the uncomfortable shocking sensation. The patient was going to be examined in the clinic to determine the source of the shocking/jolting sensation, this action was planned but had not been taken yet. No diagnostic testing or troubleshooting was performed but would be in the future. They would perform impedance measurements in various positions to try and isolate the problem. The patient was alive with no injury. There was less than 50% therapy relief on the left side of the body. No interventions or outcome were provided regarding the event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if additional information is received.